Event description:
It was reported that the pacemaker system exhibited abrupt changes in pacing impedances on both the right atrial (ra) and right ventricular (rv) leads. A result the pacemaker generated an alert indicating the ra lead should be checked. Both leads are non-boston scientific devices. Initial testing was performed in office wherein no noise was observed. The pacing impedances measurements recorded during unipolar configuration were in range and stable for both leads. However, when programmed to bipolar the rv lead was stable but the ra lead measured more than 3000 ohms. Boston scientific technical services (ts) reviewed the stored measurements and trend information and determined lead impairment cannot be excluded. However, ring integrity must be checked further testing. Additional in-office evaluation was recommended to complement the testing previously performed. The patient was scheduled for a follow-up visit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).